Manufacturer narrative:
Continuation of medical devices: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was currently receiving dilaudid (concentration: 3 mg/ml), compounded baclofen (concentration: 1350 mcg/ml), bupivacaine (concentration: 30 mg/ml), clonidine (concentration: 150 mcg/ml), and another unspecified drug (concentration: 12.5) via an implantable pump for intractable spasticity. The dose rates of all 5 drugs being administered via the pump were unknown. It was reported that the patient¿s pump was at end of life, so they were replacing it. It was indicated that difficulty regarding no cerebrospinal fluid (csf) backflow occurred intraoperatively. The company representative was at the case on (B)(6) 2018 where the catheter connector between the pump and catheter was replaced. It was indicated that the physician was not able to aspirate so they did a back table prime. The physician then added a catheter accessory component to the existing catheter and decided to take a small syringe of drug after the accessory component was attached, to inject into the catheter full of drug and push some drug into the new piece. At the time off the report, it was being considered that this may likely bolus the patient at tip of catheter, but it would be hard to say how much since the programmer wasn't used to fill the piece. There were no known symptoms at the time of the report. It was confirmed that drug had not changed. Regarding outcome, it was noted that everything was good after. No further patient complications have been reported as a result of this event.